Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device complaint issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Unit passed bench test.

Event description:
Dealer states chair will suddenly stop while driving, and the speed lights will all flash.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states chair will suddenly stop while driving, and the speed lights will all flash.